Event description:
On jan 20 2008, the lay user/pt contacted lifescan alleging that a damaged display with her one touch ultra meter. She admitted she left a cotton swab with alcohol over night and now the meter's display is damaged. She indicated that the display issue started at 11 pm on four days earlier. After the display issue began (unspecified time), the pt became sweaty and shaky; however, she denied taking any actions to administer self-care and receiving any medical intervention as a result of the display issue. The medical affairs specialist attempted to contact the pt for add'l info, but the pt cannot be reached. It would be helpful to know how often the pt usually tests her blood glucose, if she continued taking her usual diabetes medications (if applicable) after the display issue started, and if she had a backup meter. It would also be helpful to know what event occurred prior to the symptoms and if the symptoms went away. There was no evidence of a malfunction since there was misuse of the product. However, based on the provided info, this complaint is being reported because the pt allegedly developed symptoms, suggestive of hypoglycemia, after the display issue started. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.